Event description:
Sterile cotton ball package was opened and counted; package says 5 cotton balls, but contents equaled 10 when counted by surgical tech and verified by circulating rn. The event and package information was sent to [redacted], materials manager. Manufacturer response for cotton balls, double strung, medium 3/4 inch, deroyal cotton balls, double strung, medium 3/4 inch (per site reporter).